Manufacturer narrative:
Correction: per the instructions for use (IFU) coronary occlusion is listed as a potential risk associated with the implantation of the device and it can be attributed to procedural factors (e.g., valve positioning, sizing, technique, etc.) And/or anatomical factors (e.g., location of coronaries with respect to the valve, height of ostia, etc.). With the limited information provided, a conclusive root cause could not be determined but it was reported that the occlusion occurred after the valve had migrated upward. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that transient coronary artery ischemia and an acute myocardial infarction occurred. A decision was made to allow the patient to stabilize. A cytokine-induced systemic inflammatory response syndrome or compensatory anti-inflammatory response syndrome occurred which caused organ damage. Subsequently, the patient died fourteen days after the valve implant. The cause of death was reported as an infection. It was unknown if an autopsy was performed. Updated data: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that no autopsy was performed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the valve was not returned to medtronic, so no product analysis could be performed. Valve implantation procedure images were not available for medtronic review so the migration and occlusion could not be confirmed. Hypotension is a known potential adverse effect per the device instructions for use (IFU). It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. The coronary occlusion was a likely contributing cause. Migration is a known potential adverse effect per device IFU and can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level, sparsely calcified native anatomy providing insufficient anchoring, asymmetrical root calcification, under expansion of the valve and others. A conclusive cause could not be determined from the limited information available. Conduction disturbances are known potential adverse effects per the device IFU and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the transcatheter aortic valve. Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations. In this case, a conclusive cause could not be determined from the limited information available, but the valve migration could have been a contributing cause. Myocardial infarction is a known potential adverse effect per the device IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. The coronary occlusion was a likely contributing cause. Per IFU, coronary occlusion is listed as a potential risk associated with the implantation of the device and it can be attributed to procedural factors (e.g., valve positioning, sizing, technique, etc.) And/or anatomical factors (e.g., location of coronaries with respect to the valve, height of ostia, etc.). With the limited information provided, a conclusive root cause could be determined but it was reported that the occlusion occurred after the valve had migrated upward. With the limited information available, a conclusive relationship between the device and the death could not be established. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. This event does not indicate device misuse or malfunction. Updated: eval results, eval conclusion codes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following the implant of this transcatheter bioprosthetic valve, a decrease in blood pressure was observed in the patient for approximately three hours. A coronary artery occlusion was suspected as the patient reported chest discomfort and st elevation was observed via electrocardiogram (ECG). An aortic angiography was performed which revealed no blood flow of the right coronary artery (rca). It was reported that the valve had migrated upwards, occluding the rca. The valve was pulled upwards into the ascending aorta using a snare, and reperfusion of the rca blood flow was reported. No further treatment was reported. No additional adverse patient effects were reported.